Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that within the past few weeks they had quit feeling stimulation on the right side while the left side was perfect. An impedance test was done and contact 11 was found to be greater than 40000. Contact 11 was used in one of the programs and the patient was given a new program not using contact 11. The patient stated they had 100% coverage and that if felt great. The issue was resolved at the time of the report.